Manufacturer narrative:
The customer's meter was received for investigation. The circuit board was tested and it was found the contacts of the printed circuit board (pcb) were contaminated. The root cause was determined to be improper handling or maintenance by the customer. There was no malfunction of the device.

Manufacturer narrative:
Medwatch field occupation - the occupation is patient.

Event description:
The customer complained of missing segments from the display of the coaguchek xs meter which could impact the interpretation of results. The customer performed a display check and there was a partial display in the results field. The customer stated that the first number "8" was missing some segments on the left side and resembled a "2". The other "8s" were faint. The customer viewed the previous result in the meter memory and the display was missing segments. There was no allegation of an adverse event. The meter was not dropped or damaged. The suspect product was requested to be returned for investigation.